Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Continuation section 10: dvfb1d1 ICD, implant date: (B)(6) 2019, 694765 lead, implant date: (B)(6) 2010. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the controller exhibited a loss of power due to a possible double disconnect. The controller remain in use. No patient symptoms or complications were associated with this event.

Event description:
It was further reported that it is most likely that the loss of power occurred due to a double disconnection of both power sources by the patient.

Manufacturer narrative:
A supplemental report is being submitted for additional information was received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the controller (B)(6) was not returned for evaluation as it remains in service. A review of the device history records was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Review of the controller log files associated with (B)(6) revealed one (1) controller power-up event, with an associated motor start event, logged on 12/may/2025 at 09:10:30, indicating a loss of power to the controller. The data point prior to the loss of power revealed that a power adapter was connected to power port one (1) and (B)(6) was connected to power port two (2) with 85% relative state of charge (rsoc). The data point after the loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for fourteen (14) seconds. No anomalies were recorded leading up to the loss of power. As a result, the reported event was confirmed. The most likely root cause of the loss of power event can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.